Event description:
Event information: during a surgical procedure to remove #38 tooth with local anesthesia, the dentist observed a white burn on the mucosa of the patient. The burn was confined to the area where (B)(4) contacted. The overheated handpiece was touching the rake retractor that caused the superficial burn on the mucosa. The dentist immediately ceased the operation and cooled down the affected area with water spray.

Manufacturer narrative:
Upon receipt from the dentist of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating ((B)(4)). These activities are described in more detail below: methodology used: nakanishi examined the device history record for the subject sga-es device (serial number (B)(4)). There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur did not rotate smoothly. The device was configured for temperature testing in the exact state in which it was returned. Specifically, no lubrication or cleaning was performed on the returned device before this first test in order to characterize the device under conditions that would duplicate the use situation at the time of event. Temperature sensors were first attached to the exterior of the device at various test points (e.g., most proximal to the patient and along points farther toward the distal end of the device). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the handpiece at 40,000 rpm, which is maximum rpm for the motor that drives the handpiece (40,000 rpm for the handpiece), with water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 40,000 rpm (motor revolution 40,000 rpm). Nakanishi confirmed the handpiece rotated with abnormal noise during rotation and the abnormal temperature rise on the surface of the handpiece. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed damage on the cartridge bearing. The amount of oil observed inside the handpiece indicated that the device was not adequately cleaned. Due to the oil level observed, as well as the presence of some abrasive powders in the handpiece, nakanishi reassembled and washed the handpiece using nakanishi pana-spray. Nakanishi observed dirt/debris being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. After cleaning and lubricating the handpiece as defined in the operations manual, nakanishi measured the temperature of the handpiece. Nakanishi observed that the temperatures dropped down. When nakanishi received the handpiece, the cartridge bearing was already damaged as discovered by the disassembly previously discussed. Therefore, the unacceptable temperature resulted even though nakanishi performed the maintenance as outlined in the operations manual (use of pana-spray). Nakanishi then replaced the damaged bearing with a brand new bearing and measured the exothermic situation yet again. There was no abnormal temperature specifications once the damaged bearing had been replaced. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to damage to the bearing. The damage observed cause abnormal rotational resistance, which would result in the handpiece overheating.